Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, blood was noted under the insulation of the lead during a reposition after measuring a high threshold. An insulation breech was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay, all insulators were breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt, blood was noted under the insulation of the lead during a reposition after measuring a high threshold. An insulation breech was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.